Event description:
It was reported that the patient line became disconnected from the cartridge while the customer was sleeping. Customer had elevated blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.